Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73b1900439 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the fired staples were not properly formed. A new unit was used instead to complete the procedure in the end, however, the same issue occurred to 18 staplers in total.

Event description:
It was reported that the fired staples were not properly formed. A new unit was used instead to complete the procedure in the end, however, the same issue occurred to 18 staplers in total.

Manufacturer narrative:
(B)(4). The customer returned one unopened representative sample 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned staplers revealed that the sample appears typical. The stapler was received with 38 staples left in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. No functional issues were found with the returned stapler. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there was only a representative sample returned and there were no functional issues found with the returned representative sample. The reported complaint could not be confirmed without the actual sample. The reported complaint of "staple malformed/deformed" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned representative sample. The reported complaint could not be confirmed without the actual sample and the probable cause of this issue could not be determined.